Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a right coronary artery (rca). A 4.00 x 32 synergy ii stent was advance to treat the lesion. However, during procedure, the device caught up with the proximal entry port of the non-bsc guide extension catheter and the stent got entangled. The entangled stent was then retrieved together with the whole system simultaneously. The physician then went in with a more supportive guide catheter, re-wired the rca and completed the procedure with another of the same device. No patient complications were reported and the patient's status was fine.